Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
A zoll medical representative went on site and evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included full functionality testing without duplicating the malfunction. The device was recertified and returned to the customer. The device's activity log was not saved for review. No trend is associated with reports of this type.